Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, they were able to deploy one band and the string broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the suture outside the patient was provided by the customer and shows the suture was broken.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.